Manufacturer narrative:
The reported issue was investigated but cannot be confirmed at this time as the root cause was inconclusive. Per the event description, "hemoptysis resolved on its own." This and similar events are monitored and trended via quality data review. A review of the device history record was performed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
During cardiomems implant procedure the patient developed hemoptysis right after calibration when the sheath was pulled. There was no delay to the procedure that the physician felt was clinically significant to the patient. Patient was an inpatient, and was discharged home the following day. Chest x-ray was negative for acute changes. Hemoptysis resolved on its own.